Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The hv tank was replaced. No further info is available.

Event description:
The customer reported the 9800 system would not boot. No pt injury was reported.